Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to this issue. There was no reported adverse impact to the customer's blood glucose level. The caller received assistance in resetting the pump, which resolved the malfunction without recurrence. The customer was advised to contact technical support if the issue reappears, and they understood these instructions.